Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time. The medical examiner¿s office has requested that the devices be analyzed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.